Event description:
It was reported this was an arteriotomy closure of the right common femoral using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure for an abdominal aortic aneurysm (aaa). Reportedly, the first proglide (11 o´clock) had a cuff miss occur. The second proglide performed as it should and successfully pre-placed. Then on the other side, the first and second proglides (1 o´clock) resulted in cuff misses. The 3rd proglide then performed as it should and successfully pre-placed. The sheath was upsized to 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed two proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot detachment were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and foot detachment appears to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. There was biological material noted around the noted posterior foot separation. This observation is consistent with the reported tissue injury. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6, code 4582 removed.

Event description:
It was reported this was an arteriotomy closure of the right common femoral using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure for an abdominal aortic aneurysm (aaa). Reportedly, the first proglide (11 o´clock) had a cuff miss occur. The second proglide performed as it should and successfully pre-placed. Then on the other side, the first and second proglides (1 o´clock) resulted in cuff misses. The 3rd proglide then performed as it should and successfully pre-placed. The sheath was upsized to 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed two proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report, the account confirmed that for the first proglide the foot separated during the procedure but was retrieved via cut-down surgery and discarded. Additionally it was confirmed that vessel damage occurred. No additional information was provided.